Manufacturer narrative:
The suspect device was not returned for engineering evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges the physicians successfully performed a concomitant hiatal hernia repair with endoscopic fundoplication (ctif) on (B)(6) 2024 without complications. No medical device malfunction noted. Approximately 13 days later, the patient returned to medical center reporting chest pain. A CT scan in the emergency department revealed a suspected abscess, likely caused by a leak at the gastroesophageal junction. The physician successfully drained the abscess. Mesh had been placed during the initial procedure, which may have been a contributing factor. The patient was admitted and was discharged on (B)(6) 2024 in stable condition.